Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Considering the age of the product, the broken cable is most likely attributable to frequent use and general wear and tear. In order to reduce the risk of occurrence of this fault pattern, the period of use of this cable was limited to 12 months in the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus while using hf-cable, monopolar the cable broke while in use and shocked the doctor. The device was inspected before the therapeutic procedure. It was reported the doctor was burnt and that additional treatment was required although not identified. There was a delay in the procedure, but the procedure was completed. This report is being submitted for the reportable malfunction found during the device evaluation.